Manufacturer narrative:
During an aortic measurement procedure there was movement of radiopaque markers of 2 super torque catheters (5f, 6 holes and 20 markers) while passing inside the introducer and there was here was resistance met while withdrawing the devices. The marker bands moved after the diagnostic flush but remained on the catheter. There was no patient injury reported. The catheters were used in the same procedure for access was via the femoral artery. The devices were prepped per the IFU and there was no difficulty experienced in prepping them. There vessel characteristics accessing the target site was a normal situation for a diagnostic procedure. There was no difficulty tracking through the vasculature and no resistance met while advancing the device in the introducer. One non-sterile diagnostic catheters of cath mb 5f pig 110cm 6sh was received for analysis coiled inside a plastic bag for this complaint. Per visual analysis, the marker bands 1, 2, and 10 to 20 were found moved. Only marker bands 3 to 9 remained in their original positions. A kink was also observed at 25cm from the distal end. A .038¿ lab sample guidewire was inserted through the catheter via the tip. The guidewire stopped in the area with the out of position markers bands. The od/ID of the areas measured from the out of position marker bands were found out of specification. This suggests an elongation condition in the catheter at the distal section. A device history record (DHR) review of lot 17666350 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) withdrawal difficulty¿ was confirmed for both returned devices. The first device was confirmed due the kink observed, and second device was confirmed due to the friction experienced during functional analysis. The reported ¿marker band (supertorque) offset/out of position¿ was also confirmed through the analysis of both of the returned devices. The exact cause of this conditions found could not be conclusively determined during the analysis. Based on the limited information available for review, procedural and handling factors likely contributed to the marker band shift and the subsequent withdrawal difficulty as evidenced by the presence of elongations in the areas of the out of position marker bands. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2017-01430.

Manufacturer narrative:
Fax and telephone numbers are (B)(6). The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this is one of two devices associated with the reported event which are reported separately. The related manufacturing report is not available.

Event description:
During an aortic measurement procedure there was movement of radiopaque markers of 2 super torque catheters (5f, 6 holes and 20 markers) while passing inside the introducer and there was here was resistance met while withdrawing the devices. The marker bands moved after the diagnostic flush but remained on the catheter. There was no patient injury reported and the devices will be returned for analysis. The catheters were used in the same procedure for access was via the femoral artery. The devices were prepped per the IFU and there was no difficulty experienced in prepping them. There vessel characteristics accessing the target site was a normal situation for a diagnostic procedure. There was no difficulty tracking through the vasculature and no resistance met while advancing the device in the introducer.